Manufacturer narrative:
Additional information has been received from the customer confirming this event as non-integration. Customer confirmed there was an error in the previous report. Clarification was received confirming that after implant placement, no issues were found in the x-rays. Ten days later difficult chewing was reported and implant fail to integrate. Bone loss was also noted. Upon reassessment of the reported event, it was determined that the event no longer meets the criteria of a reportable event. The event is clinically known, risks are acceptable in terms of individual patient benefit, clearly identified within labeling, and occurs within a quantitative occurrence that is monitored monthly. As a result, no further medwatch reports will be submitted for this file.

Event description:
Additional information was received from the customer confirming this event as non-integration. After implant placement, no issue were found in the x-rays. Ten days later difficult chewing was reported and implant fail to integrate. Bone loss was also noted. As a result the event has been reassess.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter email fax number: not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant (bopt6510) was removed due to infection after 10 days of placement. Gum inflammation, swollen, and difficult chewing was also reported. Bone loss was noted as a result of the event.